Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the unicel® dxi 800 access® immunoassay system for two patients. Customer tested two patients' samples for accutni and obtained results of 78.36 and 55.12ng/ml. Upon repeat, they gave results of 0.01 and 0.35 respectively. The erroneous results were reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within established ranges prior to the event. A field service engineer (fse) was on-site in 2009: (a) fse replaced the subtrate valve, wash wheel motor, peri-pump assembly and adjusted the settings. System check run after this failed. (B) a hardware specialist was then sent on-site and replaced the led assembly after which the fse performed a system check and calibration which both passed within instrument specifications. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.